Event description:
New information received noted that the patient experienced continued shocks due to lead noise. Programming changes were made to extend detection intervals. The patient was successfully discharged.

Event description:
New information received notes that the lead was explanted on (B)(6), 2023 and successfully replaced. The patient was stable and successfully discharged.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in inappropriate anti-tachycardiac pacing. The lead will continue to be monitored. The patient was stable and asymptomatic.